Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie drawer 3.2, pocket e1, had failed and it was not detected on bus. The customer attempted to recover the issue, but the cubie continued not to stay closed, so it was removed; however, it still registered as in stock. The customer then rebooted the system, after which all cubies in drawer 3.2 displayed as not on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 was failed. A field service engineer cleaned debris from the drawer, tested control board on drawer 3.2 and replaced retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.